Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a fever and expired.

Manufacturer narrative:
The cause of the fever was not determined due to insufficient clinical details the device passed all the post sterile inspection checks.